Event description:
It was reported that the procedure was to treat a mildly tortuous mid right coronary artery that is 90% stenosed. The 3.0x48mm xience skypoint stent delivery system failed to cross due to anatomy. Resistance was met during removal with anatomy. A smaller xience was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.